Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 556 mg/dl. The customer stated that she changed her site and went to bed. The customer stated that she woke up the next morning with high blood glucose readings. The customer stated that she had to go to the hospital a lot. The customer stated that she took 20 units of insulin. The customer stated that her low blood glucose readings are easier to handle. The customer could not finish troubleshooting. The customer was advised to call back.